Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens -10.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2023 as a replacement lens to address excessive vault. It was reported that the problem resolved, however "stable with low vault" was reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Manufacturer narrative:
B5-originally this claim was determined to be reportable since it was not clear if the replacment lens resolved the problem. Additional information was later received confirming that the replacement lens ( (B)(6) ) for MFR report # 2023826-2023-05428 resolved the problem, there is no complaint against the replacement lens. However, the claim cannot be voided as an MDR has already been submitted. Claim# (B)(4).